Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down, would not power back up, and the do not use icon was displayed. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluation, functional stress testing, and power cycling of the device. The device was recertified and returned to the customer. Review of the device logs showed the device was powered on, on 12/31/21, with a low battery and battery calibration required messages. Approximately 8 minutes later, the device issued a low battery and shutdown warning then powered off via battery removal. There is no indication in the log that the device experienced a malfunction beyond notifying the user that the battery was depleted. The battery that was used at the time of the report was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.